Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set leaked with tpn (total parenteral nutrition). It was further stated that the leak was coming from the needleless connector port. This was observed during use, while performing bedside central line audits. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number (B)(4). All information can be found under manufacturer report number (B)(4). Should additional relevant information become available, a supplemental report will be submitted..

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.